Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the system alarmed high purge pressure purge system blocked, and purge pressure was not present on the console. To resolve the pressure issue, the cassette was changed resulting in the console starting to purge the system open. During changing of the cassette, a hole, purge leak, the size of a pin was noted in the cassette tubing, the end user discarded the tubing. Additionally, it was reported a kink was noted and the device collapsed on itself, the physician was not comfortable repositioning by pulling the device back because it was tugging at the aorta, the physician was unable to successfully recross the valve with the rewire access port. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation for the reported high purge pressure, purge leak, and positioning issues have been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the high purge pressure and purge leak was unable to be determined as no product was returned. However, clinical details provided were sufficient to determine a root cause of the positioning issue. The root cause of the positioning issue was determined to be use related as the pump was pulled back across the valve. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi section: cleaning as noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.